Event description:
It was reported that the lifeband 'fell out' while getting ready to be deployed under a patient in a cath lab. They had to remove the autopulse from the ready position (at patient head end) to reattach the lifeband, platform was then deployed underneath patient successfully. The customer then 'stuck' lifeband's connector to the autopulse board using suture dressings. There was no patient impact reported but it was noted that an additional 1 minute of delay was added to the deployment because of the re-connection of the lifeband. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.